Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances were found.

Event description:
Healthcare professional (hcp) reported a "septic ischemia" after injection on nose tip using juvéderm ® voluma¿ with lidocaine. Symptoms ongoing. No other information was provided.